Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The rv lead was explanted.

Event description:
Additional information indicates that the patient was admitted with sepsis due to unspecified organism. The patient manifested complaints of weakness, fever, increased in swelling and tenderness at pacer site. No additional adverse patient effects were reported.